Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Post procedure adverse event (vessel perforation, hypotension) - after impella removal, md closure with ballooning above peel away sheath, but iliac perforated. Pt decompensated but eventually stabilized with covered stent. The cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1970208. Device history batch: subcomponent lot: n/a. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient was admitted the previous day after experiencing a right coronary artery st-elevation myocardial infarction. Further examination revealed a chronic total occlusion in the left anterior descending (lad) artery. The medical team decided to bring the patient to the cardiac catheterization lab for a primary percutaneous coronary intervention (ppci) to address the blocked lad artery with impella cp support. The impella cp was successfully inserted via the right femoral artery. Following the successful procedure, the impella cp was weaned and removed without complications. The physician utilized a dry closure technique; however, during a subsequent balloon inflation above the peel-away sheath, an iliac artery perforation was noted. A covered stent was placed to repair the perforation, but the stent was not adequately sized and began to migrate. Vascular surgery was immediately contacted for assistance. The patient's condition rapidly deteriorated, requiring immediate administration of multiple vasopressors (neo-synephrine, dopamine, and levophed) as mean arterial pressures dropped into the 30s mmhg. Medical staff placed another covered stent, after which the patient's condition stabilized. The peel-away sheath remained in place during the stabilization efforts. The patient's outcome at the time of explant was survived.